Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and determined that the system was not fully booting up, with the progress bar stuck on the review monitor. During troubleshooting, the fse reloaded the suite pc software, which briefly fixed the issue, but subsequent log checks indicated further suite pc problems. Although the supplier's part analysis couldn't decisively identify the cause of the suite pc failure, the engineer successfully resolved the issue by replacing the suite pc, reinstalling the software, and restoring the backup and epx. After which, the system was returned to service in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was not booting up, stuck on start-up screen. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.